Event description:
Patient underwent an l4-s1 plif procedure on an unknown date. Patient experienced adjacent level disc disease at l3-l4 and the entire construct was removed from l4-s1. Surgeon removed screws, locking caps and rods on (B)(6) 2011. Patient revised from l3-s1 with screws, locking caps and rods. Surgeon was unable to implant the right l4 screw and completed revision procedure without screw. Hardware not available for return. This is the 2nd of 14 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.